Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right side rupture. Device has been removed and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, opening. Leak test was performed and found an opening on posterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is a striated edge opening on posterior side due to surgical damage.

Event description:
Event occurred on right side device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "rupture". Device remains implanted.